Manufacturer narrative:
Intuitive surgical inc. (Isi) received the high-resolution stereo viewer (hrsv) and personality module surgeon console (pmsc) board for failure analysis investigation. The units were analyzed, and the following investigation results were obtained: high-resolution stereo viewer (hrsv): the monitor was installed and tested in the pca test system. Started up and failed without video on the display. The only message that was displayed was "no signal". The issue was confirmed. Personality module surgeon console (pmsc): this unit was installed into the test system and running video test, 1 minutes sine cycle, 10 power cycles & sitting idle for 1 hour. System came up with no errors reported and audio and video were clear. The reported issue could not be replicated.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the vision on the surgeon side console (ssc) right high resolution stereo viewer (hrsv) was off. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and could not find any errors. The tse asked the caller to remove the endoscope and try the color bar, but the ssc right hrsv was always off. The surgeon continued with one eye in the ssc. The tse had the customer reboot the ssc and clean the blue fiber cable, but the problem was the same. The customer was completing the procedure robotically with more than 15 minutes delay. There was no reported injury. Isi contacted the site and obtained the following additional information regarding this event: the system functionality was checked upon powering on the system and the system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) and personality module surgeon console (pmsc) board to resolve the issue. The system was tested and verified as ready for use. Isi has not received the hrsv or the pmsc board for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.